Manufacturer narrative:
Analysis of the returned device shows that the shape of the balloon indicates that is has been used. Functional analysis was done using a locking syringe. The balloon cannot be inflated, because of a leak on it. Visual analysis confirmed that there is a leak on the proximal peak of the balloon. Based on the information provided, functional and visual analysis, the most probable root cause of the leakage of the balloon is attributed to contact with bone splinters and/or surgical tools during surgery.

Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was reported that 3 balloons ruptured. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.